Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the oor message occurred during test stimulation on the lead. This occurred intra-operatively while using the external neurostimulator and the 8840. It only occurred when the voltage was over 5-6 v. The lead was placed without incident and the patient did not experience any issues from this. During the stage two surgery there were no problems found with impedances. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the rep had an out of regulation (oor) message on their 8840 clinician programmer. The patient had impedance of 6500 ohms on 3+0- and 4000 ohms on another contact. No patient symptoms or further complications were reported as a result of this event.